Event description:
Pt was tested on suspect device, inr=1.4. The pt had dosage of coumadin adjusted. Came back to the clinic three days later, was tested on the suspect device and inr=1.4. Their finger appeared to still be bleeding. Sent the specimen to the laboratory and inr=4.5. Their coumadin dosage was adjusted based on the laboratory reading. Controls were run and within specifications.